Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) after receiving an inappropriate shock. Upon device interrogation, several episodes of noise on the rv lead were observed, which were over-sensed and resulted in the inappropriate shock. A lead fracture was suspected as the current rv pacing impedance was greater than 3000 ohms and there was no rv capture. With therapies turned off, provocative maneuvers were performed, revealing noise on the rv electrogram (egm) channel when the patient moved. Subsequently, the patient was admitted to the hospital. Days later, during system review and after several failed attempts to pull the guidewire down from the subclavian vein to the ventricle due to vessel obstruction, in order to avoid clinical complications for the patient, dr. Di sabato decided to postpone the system revision to a date to be determined at the hospital where the patient was originally treated. The patient was transferred to another hospital where they underwent surgical intervention to explant their rv lead. The patient's implantable cardioverter defibrillator (ICD) was also replaced because the patient's new rv lead is a df4 type and the patient needed a new ICD with a df4 connection. The patient's atrial lead remains in service as atrial parameters were stable. No other adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
At this time, product return is not expected; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.